Event description:
It was reported that the patient experienced a low blood glucose of 53 during a call, treated initially with peanut butter crackers, then two glucose tablets, and after 15 minutes repeated treatment with a final glucose tablet and orange juice, after which glucose returned to range; the event followed a recent hospital discharge with possible long-acting insulin administration and a new antiseizure medication (levetiracetam), and the device problem and component details were not available. Symptoms included sweating consistent with hypoglycemia. Outcomes included the need for unexpected medication intervention with oral fast-acting carbohydrates. Investigation included communication with the patient and caregiver and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient information regarding the device or components. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.